Event description:
Additional information was received that two apollo microcatheters were reported damaged and the tip end was detached in advance. It was withdrawn together with 6f guiding.

Manufacturer narrative:
H3: product analysis of 105-5096-000, lotno:b519474 found no damages with the apollo catheter hub. No bends or kinks were found with the apollo catheter hub. Upon return, the apollo detachable tip was intact. However, during analysis, the tip became inadvertently detached. No damages were found with the apollo catheter distal tip. The apollo micro catheter was pressurized with water. No leaks were detected. Based on the device analysis and reported information, the customer¿s ¿catheter leak¿ report could not be confirmed. No leaks were detected during testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there was no resistance when the apollo was being retrieved. The apollo tip was not embedded in the onyx cast. There are future plans to remove the catheter tip. The apollo tip is in the middle cerebral artery. There was no note of vessel calcification.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that an apollo catheter was found kinked/damaged and the tip prematurely detached and another apollo cat heter had leaked. The patient was undergoing surgery for treatment of an arteriovenous malformation. The accessed vessel was the femoral artery with a diameter of 10 mm. It was noted the patient's vessel tortuosity was normal. It was reported that the patient had a vascular malformation, and 6f envoy was used as a support. The apollo microcatheter was inserted into the blood supply artery with the guidance of synchro-10 guidewire to be in place, and manual angiography was performed to find the appropriate angle. When pushing the guidewire in place under the road map, it was found that the guidewire was bent at the detachment point and the microcatheter tip had been detached. Then pulled out the apollo microcatheter outside the body. The surgeon stated that the apollo microcatheter had quality issues and would not charge for it. It was reported the catheter was kinked and the distal end was detached prematurely. The distal section was damaged. The second apollo catheter used in the procedure was reported to have a catheter leak in the distal section.  It was reported after manual angiography to find a suitable angle, water leakage near the detachment point of the microcatheter was found during extracorporeal hydration. The surgeon stated that the apollo microcatheter had quality issues and would not charge for it. The leak was observed during preparation. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).  The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 105-5096-000 (b519474); product type: ; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.